Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Patient reached out to physician however, physician did not receive transmission from latitude monitor. Boston scientific technical services (ts) explained beeping tones, latitude monitor and device diagnostic and offered to transfer to latitude to confirm and troubleshoot transmission, but patient declined. This ICD remains in service. No adverse patient effects were reported. Additional reportable information was received that reported that during a clinic visit, the patient with this implantable cardioverter defibrillator (ICD) reported having received an inappropriate shock and device was still beeping. The ICD was interrogated and found to be in safety mode. Subsequently, a device replacement procedure was performed, this ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.